Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the bed to bed overview alarm was not functioning. No adverse event was reported.